Manufacturer narrative:
The customer¿s concerns of air in line could not be confirmed or replicated. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient impact.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "extracorporeal membrane oxygenation (echo) patient with gtts (drops) currently infusing kept reading, "air in line" and "clamped patient side" tubing changed, still was not working appropriately removed from service no noted harm.." An incomplete date of event of xx-oct-2019 was provided. There was no patient impact.